Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's spouse was hospitalized due to low and high blood glucose. The customer's blood glucose ranged between 24mg/dl-438mg/dl. Customer was treated with glucose tablets. The customer stated she believed the pump was giving too much insulin. Customer was treated with IV dextrose during hospitalization. The customer's wife stated they will call back once they can finish troubleshooting.